Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that after five hours of treatment using a prismaflex m set, the deaeration chamber was found to be broken and leaking. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information: h6, h11. The actual device was not available; however, photographs of the sample were provided for evaluation. Visual inspection of the photos showed a crack in the deaeration chamber. The leak was caused by the crack. The reported condition was verified. The most likely cause of the crack was due to a product handling issue, improper handling of the product leading. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.